Manufacturer narrative:
A manufacturer representative went to the site to test the imaging system and confirmed that the image acquisition system (ias) computer was not booting. The ias computer was replaced and the issue resolved. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system received a message "system booting, please wait" and never finishes booting. No patient was present at the time of the event.